Event description:
It was reported that patient presented remotely via merlin.net. Review of transmission revealed that left ventricle (lv) lead exhibited failure to capture. The lv lead was capped on (B)(6) 2025 and replaced with new lead. Patient condition was stable.